Manufacturer narrative:
(B)(4). D10: unknown catalog#, unk femoral component, unknown lot#. Unknown catalog#, unk tibial component, unknown lot#. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximal 60 days post-op, the patient underwent a revision surgery due to infection. The patient was not experiencing any symptoms, and only the poly was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 section h4 was corrected. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The device did not contribute to the event based on investigation findings. Therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.